Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and partly distributed in the market (B)(4) units. There are (B)(4) units in stock in b. Braun surgical's warehouse. We have received a picture showing that five sutures were found inside the pouch. The sutures are still wound on the pack. Reviewed the batch manufacturing record, this product had an incidence but not related to this issue and the results during the process fulfill usp/ep, and b. Braun surgical requirements. Final conclusion: taking into account that the results of the pictures received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the pictures received. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: a CAPA was opened to take corrective measures to minimize and avoid such kind of issues in the future.

Event description:
It was reported that there was an issue with novosyn violet suture. The client reported that when the nurse opened the package found an extra suture. No further information provided.